Event description:
The customer reported that the left and right panels have tears in the netting on the windows of the canopy. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - tears, rips, holes in device material. Evaluation of the returned product shows that the window on the right side of the canopy had a 3 inch tear. The window on the left side of the canopy had a 3 foot tear. Root cause: tears in the netting occur during use in the field. They may be caused by chronic and continued picking at the netting, biting or the use of sharp or abrasive objects. The root cause of how the netting became torn could not be determined. (B) (4).